Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Can't get rid of the prosthesis. It was impossible to deploy the stent. Please confirm if the device is available for return to cirl? Yes. Are there any clinical imaging or videos of the procedure available? No. Was the product inspected for damage before use? (Kinks etc) yes. What was the target location? Biliary tree. Details of the wire guide used (diameter, type, make)? 035 jagwire boston. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. What endoscope type and channel size was used? Duodénoscope fuji ed580. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. Was the stricture dilated before stent placement? No. Was an assessment carried out to determine the necessity of pre-dilation? No. Was the safety wire removed? If yes, at what point was it removed. No. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No. What was the position of the elevator during advancement? Open. What was the position of the elevator during attempted deployment? Open. Was the directional button pressed during use? No . Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? No. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. How was the procedure completed (another device, postponed for another day)? With a stent wallflex boston no. Were any other defects (other than the complaint issue) observed on the device? No